Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the secured video cable to mobile view station (mvs) monitor being loose. The medtronic representative tightened the connection and verified that the cable would not loose video sync while the mvs and cable were in motion. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system had intermittent connection issues with the image acquisition system (ias). No patient was present during the time of the reported incident.